Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint ¿fiber does not work¿ could not be confirmed; glass cap distal fracture and cap wear was observed. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, with "0" joules used, the fiber did not work was noted. No information was provided regarding how the procedure was completed. Patient outcome: "ok" reported. No injury to the patient was reported.